Event description:
During the implant procedure, before placing the lead in the body, the physician noted damage on the right ventricular (rv) lead. The lead was exchanged and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed the outer coil was compressed at the proximal region of the lead. X-ray inspection of the lead did not reveal any additional anomalies. The cause of the reported event was isolated to procedural damage.